Event description:
It was reported that patient presented in hospital for a normal follow up with a device that could not be interrogated. The last follow up was 1.5 months prior and the device battery was close to eri (elective replacement indicator). The device was replac...

Event description:
It was reported that patient presented in hospital for a normal follow up with a device that could not be interrogated. The last follow up was 1.5 months prior and the device battery was close to eri (elective replacement indicator). The device was replaced.